Manufacturer narrative:
Continuation of d10: product ID pb 10 (unknown serial/lot); product type: 0195-heart valves. Citation: gregor j. Krings et al. Percutaneous pulmonary valve implantation guided by three-dimensional rotational angiography. Int j cardiol congenit heart dis sep 12:18:100541 2024. 10.1016/j.ijcchd.2024.100541. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding percutaneous pulmonary valve implantation guided by three-dimensional rotational angiography. The study population included 102 patients who were predominantly male with a mean age of 26 years old.  Multiple manufacturer¿s devices were implanted in the study population; 45 patients were implanted with a medtronic melody bioprosthetic valve.  Among all patients, clinical observations included: need for cardiopulmonary resuscitation, main pulmonary artery extravasation, and bioprosthetic valve dysfunction.  More details were provided for three cases.  In one case, attempted implant of a melody valve was unsuccessful as it could not be passed through a previously implanted valve.  During manipulation the valve became hung on the native tricuspid valve.  Retrieval of the attempted melody valve was eventually possible with use of an additional surgical tool; however, perforation of the septal tricuspid valve cusp occurred which caused moderate tricuspid insufficiency.  In another case, a 20-year-old female presented with severe stenosis of an implanted medtronic freestyle bioprosthesis.  During an intervention, the case was complicated by rupture of a non-medtronic balloon.  Extracorporeal membrane oxygenation (ECMO) was conservatively initiated.  Following retrieval of the balloon, a medtronic melody bioprosthetic valve was successfully implanted without further complication.  In a third case, a 66-year-old male patient presented with a severely stenotic homograft which had been implanted 19 years prior.  During an intervention, a medtronic melody bioprosthetic valve was placed.  After the initial balloon dilation there was extravasation and severe pulmonary regurgitation, which was resolved by implant of a non-medtronic bioprosthetic valve with balloon dilation.  No further information was provided pertaining to medtronic products.